Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing the minute ventilation signal on the right atrial (ra) channel which inhibited pacing for greater than two seconds. Multiple high out of range pacing impedance measurements of greater than 3000 ohms were also observed on the ra channel. The physician believes the non-boston scientific ra lead may either be fractured or not properly inserted into the header of the crt-d. A choice was made to turn off minute ventilation and to continue to monitor the patient for the time being. The crt-d remains implanted and in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.